Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a chest drainage unit. The doctor placed the chest tube and attached the unit to provide suction. The wall suction was set at 160 to reach the desired water weal pressure. The infant became unstable throughout the night and sub-q air was noted. A chest x-ray revealed a large pneumothorax. The doctor felt that the device was not functioning properly at this time. The chest tube was then adjusted and the unit was changed out. The new unit seemed to be working properly and pneumothorax was resolving.

Manufacturer narrative:
Submit date: 05/17/2013. An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring has requested additional information. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.